Event description:
The end-user was trying to sit in his dining room table chair. All of the sudden, the (initial reporter of complaint) end-user's wife heard a boom, and heard the end-user scream. The end-user's wife went into the dining room, and found him on the floor. She said that her "huband" was trying to sit down, and the seat was stuck in the up position, and since he was trying to push the seat down, it kicked him off, and he fell & got hurt. She had to call 9-1-1 because she was not able to pick him up - he bumped his head, and his eye, cheek, & neck are black and blue. He was in the hospital for 3 days due to the fall, and they were checking to ensure he had no internal injuries. No other injuries were noted. Serial/lot# information provided: (B)(4).